Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the site and replaced the necessary fluidics components and verified operations to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that the probe leaked fluid from the handler and the dilution cup overflowed on the ortho provue analyzer. All testing was aborted. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue; preventing erroneous results form being reported.